Event description:
Customer states that he received results of lo and 155mg/dl on the same device within 2 minutes. Other comparisons done within 2 minutes on the same device are: 10mg/dl and 84mg/dl, lo and 109mg/dl, lo and 147mg/dl. No action was taken based on any results and no adverse event was reported as a result. No quality controls were used. Requested return of suspect device and replacement was sent.